Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review on dec. 29, 2021, high pacing impedance was noted on the right ventricular lead. The lead was reprogrammed to resolve the issue. The patient was in stable condition.